Event description:
It was reported that the pt had a "naevus" excised in 2001. Synthetic absorbable suture was used to close the subcutaneous layer. Two weeks after surgery the pt developed an erythema. Six weeks after surgery the pt developed suture abscesses around the burried knots of the synthetic absorbable suture. The sutures were removed.